Event description:
Due to stable angina and a positive stress test, the patient underwent the index procedure with deployment of one endeavor sprint rapid exchange (rx) drug eluting stent to the proximal left anterior descending artery (lad). Post procedure, residual stenosis was 0% with timi 3 flow. The patient was discharged from the hospital one day post index procedure. The site later reported that the site received a phone call from the patient's spouse informing them that the patient had expired approximately 1 month post index procedure. Medical records have been requested. No additional information was available at the time of this report. The death event was reported as severe in intensity, and the event relationship to drug, device, and procedure has not been provided.

Manufacturer narrative:
(B)(4). Results: (death).